Event description:
The reporter stated, that the surgeon was using a 20.0 diopter silicone lens and the haptic go bent by the injector during insertion. The lens was cut in half to be removed. No incision enlargement or suture required. No pt injury. The reporter stated it was due to the injector.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and a visual inspection shows the optic is torn off. There is clear surgical residue on the lens. It should be noted that the cartridge was not received for evaluation.